Manufacturer narrative:
Additional information in section h6. H10: due to the inconvenience of not having the device in our hands, we weren't able to physically test this device. Reviewed the device history and service report, found nothing conclusive that any service or routine maintenance was directly responsible for a probable cause to this complaint.

Manufacturer narrative:
The device is not available for investigation. The history log is not available, only the alarm log. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
A sus voluntary medwatch report (#mw5091015) was received which stated the following ¿IV pump was set up to deliver full bag medication over 14-15 hours. When IV pump was checked in about min, bag was empty. IV pump was showing that only 9.7 ml had been infused.¿ the event involved a plum a+ pump that the customer reported a dobutrex infusion was programmed at a rate of 17.3 ml/hr to be infused over 14-15 hours. After approximately 40 minutes, the nurse noticed the 250 ml bag was empty and the pump showed only 9.7 ml infused. The nurse stopped the pump, notified the doctor, and performed an electrocardiogram (EKG). The customer reported that the patient didn¿t suffer any ill effects.